Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report scarring on (B)(6) 2015. Patient stated that she has built up scar tissue in the abdomen area due to years of sensor insertion. Patient has begun inserting the sensor into her back, with her doctor's approval. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system states: "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration)." Additionally, it was reported that the patient inserted the sensor into their back. The dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).